Event description:
After an angiogram, a closure device was to be placed. Upon the removal of the existing introducer, the hub of the introducer became separated from the rest of the introducer catheter. The hub broke off; leaving approximately 5 mm of the catheter portion with it and the rest remained in the artery. A surgeon was called to the cath lab and a cut down was performed to the artery to locate the remaining portion of the catheter sheath. A clamp was placed on the remaining piece and it was retrieved from the artery. The patient was admitted for observation for possible complications. If this had not occurred, the patient would have been discharged the day of the procedure.